Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Multiple cartridge changes were performed to resolve the issue; however, the issue persisted, and the customer reverted back to manual daily injections. There was no adverse impact to the customer¿s blood glucose level.